Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and several others. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be determined. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Valve under expansion/constrained can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the constrained/under expanded valve was most likely due to calcification levels, as the patient had severe calcification into the coronary cusps and left ventricular outflow tract (lvot). However, with the limited information available and no images to review, we are unable to conclusively determine the cause for this report. In this case, a second valve was implanted successfully. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Trends for these event types are being assessed and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at the first deployment attempt the valve dislodged. The implant depth was reported to be approximately 2 millimeter (mm) under the annular plane. However, prior to full deployment, the valve appeared constrained due to severe calcification into the coronary cusps and left ventricular outflow tract (lvot). The implanting physician attempted to push and pull the delivery catheter system (dcs) in order to verify the stability of the valve, but the valve remained in position. Consequently, the implanting team decided to release the valve, having removed guide wire tension prior and pushing the dcs during the release phase. The valve dislodged aortically immediately after the complete release from the dcs in correspondence of the non coronary cusp (ncc) at the height of greater than 2 mm over the annular plane. A second valve was implanted successfully. No additional adverse patient effects were reported.